Event description:
Patient had a total hip arthroplasty performed approximately six years ago. She has been seen with increasing weakness of her right lower extremity and intermittent groin discomfort. Metal testing revealed a cobalt of 11, a chromiun of 8.6, as well as a titanium of 0.2 with a nickel of 0.5. On MRI, there was no suggestion of pseudotumor, but she did show a fluid collection connected to the hip joint. Explanted wright medical head, cup and neck. Per surgeon these were explanted because of "arthroplasty failure."